Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower some orders were on patient profile, but some orders were not crossing over for patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. Upon investigation of the actual device of this incident, it was determined that some orders were on the patients profile, but some orders were not crossing over for the patient. A technical support specialist (tss) confirmed that the issue occurred because the patient had two different medical record numbers (mrns) tied to the same visit ID, and one of those visits had been discharged in december 2025, causing orders to appear under the wrong mrn. The customer was advised to contact cerner to correct the mrn mismatch. Since the admitting team could not locate the old mrn to remove it but temporarily reactivated the old mrn so users could access medications. Both mrns remained active, and the customer asked whether bd could merge the accounts. Further investigation showed that the correct (new) visit was not appearing on the devices due to the admission inactivity threshold. After the threshold was increased from 10 to 45 days, both visits became visible. The customer was then instructed to discharge the old visit and perform a transaction on the new visit so it would refresh properly, after which the threshold could be returned to normal. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server some orders were on patient profile, but some orders were not crossing over for patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.